Event description:
It was reported the light source had a b30 error (scope communication error). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error (b30) occurred due to poor contact of the scope connector. Olympus will continue to monitor field performance for this device.